Event description:
Customer reported an altitude alarm issue with the pump, which led to suspension of insulin delivery. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the customer on cleaning the speaker holes, reconnecting the cartridge, and loading a new cartridge, but the altitude alarm persisted. Consequently, technical support decided to replace the pump and cartridge. The customer was informed of the necessary steps upon receiving the replacement and acknowledged the instructions to return the problematic pump.